Event description:
It was reported that a shaft break occurred. While advancing a 12 x 2.75 promus premier select stent, the shaft broke. The procedure could not be finished with the stent. The stent was removed intact and the procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found a hypotube break at 20.7 cm from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. While advancing a 12 x 2.75 promus premier select stent, the shaft broke. The procedure could not be finished with the stent. The stent was removed intact and the procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient status was stable.